Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unknown. The UDI is unknown at this time.

Event description:
It was reported via complaint submission tool that pre-operatively to an unknown procedure there was an intermittent pedal problem. They would like to send the vapr generator and foot pedal in for inspection/repair. No surgical delay or patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the serial number was reported as unknown and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d1, d2, d2b, d4, 510(k): the product code has been updated as 225023. Therefore, common device name, procode and 510(k) have been updated accordingly to reflect the correct information. D4: the expiration date was inadvertently missed on the previous report and has been updated accordingly to reflect the correct information. Therefore, UDI: (B)(4). Additional information: h6: method codes: a manufacturing record evaluation was performed for the finished device (lot number : 1605160), and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that pre-operatively to an unknown procedure there was an intermittent pedal problem. They would like to send the vapr generator and foot pedal in for inspection/repair. The product was received and inspected visually. The visual inspection reveals that the device was in worn condition and indicate possible heavy use as showed marks. The cable was bent on the initial portion. Finally, the button cap was broken. To test its functionality, it was connected to a vapr vue generator and was set to maximum power for ablation and coagulate modes; did not present anomalies. The footswitch was tested several times to ensure continuity of function. The reported failure cannot be confirmed, and we cannot determine what caused the user to experience reported problem. The possible root cause for the worn condition can be related to the age of the device and fair wear and tear due to heavy use. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [1605160], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.